Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implant was routine and impedances were all within normal limits on day the of surgery. Day one post-op, only contact 8 was showing high impedance greater than 5000 ohms. This was not a therapeutic contact being used. On 13 february, contact 8 was intermittently showing within normal limits, but contact 1c and 2c were intermittently showing out of range greater than 5000 ohms. The patient has responded to therapy and is using very low altitudes. They are doing regular and repeated impedance checks. The issue was not resolved.